Event description:
The intended procedure was percutaneous coronary intervention of the left anterior descending (lad) and circumflex (circ) arteries. After preparation of the lad, the cypher 3.00 x 18 stent system was positioned. However, after connection to the indeflator, deployment was attempted but contrast leaked from the hub preventing inflation and thus deployment of the stent. This also occurred with the cypher 3.50 x 13 stent system after being positioned at the circ. There was no report of injury to the pt.

Manufacturer narrative:
The device is available for eval and testing; however, it has not been received as of to date. Additional info has been requested and will be submitted within 30 days upon receipt. This device cannot be legally distributed in the us; however, it is similar to the cypher sirolimus-eluting coronary stent marketed in the us. This is one of two device involved with the reported event, which is associated with mfg report # 9616099-2009-00086.